Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown titanium adapter, (B)(4).

Event description:
It was reported that the patient experienced abdominal pain and had cloudy effluent, coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment and the outcome of this event were not reported. Additional information was requested, but was not available at this time. This is report 3 of 3.